Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-25141. It was reported that the patient presented with a atrial lead exhibiting noise and a right ventricular - rv lead exhibiting an unspecified issue. The atrial and rv leads were explanted and the patient was in stable condition throughout the procedure.